Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had auto-fill error during user checking. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) stated the customer retested it and it worked without any problems.